Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. Based on the information provided the reported recurrent mitral regurgitation is the result of the slda and the recurrent mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1. Leaflet insertion was performed extensively and was easily visualized during procedure; resulting in an absolutely satisfactory insertion/grasp at the end of the procedure in all views. On (B)(6) 2020, during the in-hospital post procedural follow up, the patient had an increase of mr, 3-4. A control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The patient was treated with medication and a second intervention is being considered in the coming months. No additional information was provided.